Manufacturer narrative:
The biomedical engineer (bme) reported on (B)(6) that the at 1745 pm central nurse's station (cns) 3-2 bianked out completely. Then it came back on. This occurred twice with in just a minute of each other. They had advised the monitor tech to watch the system very close and document events with times. They would call during the night for any issues. They will follow up. On (B)(6), sent updates that from 0919 am cns 3-2 started having complete black out events again. Goes off then a few seconds later blinks back on at this time 2 events since 0919. Biomed in room now capturing data. On (B)(6), nihon kohden technical support (tech support) called and spoke to the biomed. They stated that one of the cns screens will go blank. The event lasts no more than a few seconds, and happened a total of the four times reported above. They stated that he did not believe this was an issue with our monitor. There is a splitter below the desk that they use to replicate the screen, and they believed that to be the culprit. They replaced this splitter on (B)(6) 2021 and was waiting to see if the issue was reported again. Confirmed that the "outages" were very brief. Patients were being monitored are on zm tele but exact models / serial numbers of the devices in use are unknown. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported on (B)(6) that the at 1745 pm central nurse's station (cns) 3-2 bianked out completely. Then it came back on. This occurred twice with in just a minute of each other. They had advised the monitor tech to watch the system very close and document events with times. They would call during the night for any issues. They will follow up. On (B)(6), sent updates that from 0919 am cns 3-2 started having complete black out events again. Goes off then a few seconds later blinks back on at this time 2 events since 0919. Biomed in room now capturing data. On (B)(6), nihon kohden technical support (tech support) called and spoke to the biomed. They stated that one of the cns screens will go blank. The event lasts no more than a few seconds, and happened a total of the four times reported above. They stated that he did not believe this was an issue with our monitor. There is a splitter below the desk that they use to replicate the screen, and they believed that to be the culprit. They replaced this splitter on (B)(6) 2021 and was waiting to see if the issue was reported again. Confirmed that the "outages" were very brief. Patients were being monitored are on zm tele but exact models / serial numbers of the devices in use are unknown. No patient harm was reported.